Event description:
It was reported the patient experienced hyperglycemia with a blood glucose value of 596 mg/dl after wearing the pod longer than 48 hours, which came off during sleep due to adhesive separation from the skin. Upon removal, the cannula was observed to be dislodged. The patient reported ketones and blurred vision and contacted a healthcare provider on (B)(6) 2026, speaking with the doctor¿s pharmacist, who advised insulin administration. The patient administered 12 units of insulin by injection and applied a new pod. A diagnosis of ketones was reported. The product was discarded and not returned; therefore, no evaluation could be performed, and the reported issue could not be confirmed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.2. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.